Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reports experiencing the ins turning off 1-2 times per month on its own. Pt reports she notices in the morning when she gets up that 'stimulation is off' and turns it back on. Tss reviewed recharge interval, stim usage, and recharge diaries, and will review reports that mdt rep sends and get back to mdt rep.

Event description:
Pt called in stating they just had their ins replaced since it was shutting off with no reason so they went through the steps to get the old ins look at on why it was turning off so they sent the ins battery back to the company. Pt was told a rep would contact them. The cause of stimulation turning off is unknown, they still waiting to hear back from rep for looking at the battery. They replaced the original battery, pt had an ins put in 2019 and then in 2022 it was removed because the 2019 battery kept shutting off. They worked with rep going back and forth for a whole year and no one could figure out what was going on so they replaced the battery. The 2022 battery was sent to medtronic to see what was causing it to turn off. The new ins is working better and doing fine. They still had no idea to what happened to the 2022 battery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient (pt) indicated their ins turned off by itself. Reviewed the ins may have been depleted and the patient never turned on after recharging. (Patient indicated charging to 100% today and ins is off). Caller will try to meet with patient in the next few weeks to review recharge diary and usage diary. Additional information was received from the patient (pt) on (B)(6) 2023. Pt reported the implant turned off on its' own, sometimes 3 to 4 times a day. The cause is unknown. Pt turns stimulation back on manually. Pt reported the external devices were replaced twice. Pt experienced this issue with previous ins that was replaced with this current ins on (B)(6) 2022. Pt reported the stimulation turns off even with this new battery and the pt has contacted a rep. No other actions planned at this time, options are being considered on (B)(6) 2023 the patient (pt) repeated previously reported information, reporting the cause is unknown, possibly due to faulty pro duct.